Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a peripheral vascular procedure using the spider fx embolic protection device, a patient with chronic total occlusion (100% lesion stenosis) and plaque in the distal popliteal artery, along with moderate vessel tortuosity and calcification. Resistance was felt during device advancement, and the tip of the device embolized into the vessel during initial advancement. A snare/retrieval procedure was performed using a retrieved sheath to remove the embolized tip, and the product was replaced with a new device to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis device returned with the filter basket not loaded within the catheter wire at proximal end of filter basket deformed/bent no deformation to filter basket floppy tip detached bent delivery catheter kink to clear section of delivery catheter distal end of clear section of delivery catheter detached kink to wire medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.